Event description:
To summarize this event, a 30mm amplatzer cribriform (aco) was implanted in a patient with a thick septum secundum, which prevented the discs of the aco from completely collapsing. The patient returned to the cath lab one-week post-implant and the aco discs remained unchanged. The aco was percutaneously retrieved and a gore helex was attempted, however, the patient experienced a cardiac tamponade and pericardiocentesis was performed. The procedure was then abandoned. No further information will be provided regarding this case, as it was not due to failure of the aco. The physician indicated the aco discs did not completely collapse due to the patient's thick septum secundum. This event is reportable to the FDA since percutaneous intervention was required to retrieve the aco.